Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire, but did see sparking and possibly smoking. She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she disposed of the original power supply. Sparking is indicative of at least one short in the dc cord, which is a safety issue. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field/action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.

Event description:
The customer reported that the power supply for her pump has exposed wires and will not power her pump. No injuries were reported.